Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was experiencing symptoms of hypoglycemia with a blood glucose result of 420 mg/dl at 5:00 p.m. On the aviva system. The patient was feeling light-headed and dizzy. The paramedics were called and they arrived 30 minutes later. The blood glucose result on the paramedic's meter was 153 mg/dl at 5:30 p.m. The patient was transported to the hospital and the blood glucose result on the hospital's meter was 100 mg/dl at 5:45 p.m. The patient was treated with an unknown IV. The patient was released 9 hours later with a blood glucose result of 120 mg/dl on the hospital's meter. Return of the suspect device was requested for evaluation.